Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p070016. (B)(4) investigation is still in progress.

Event description:
Description of event according to study: (B)(4) opened to cover hole in fabric ¿ type 3b endoleak ¿ likely from tbranch- barbs. On (B)(6) 2017 the patient received the following devices: zta-pt-44-40-179 (lot #e3601003) ((B)(4)); t-branch-34-18-202 (lot #e3601459) ((B)(4)); zteg2pt-42-32-165pf (lot #e3623804) ((B)(4)); unibody-22-132 (lot #a1000126) distal body ; zsle-16-74-zt (lot #6384706) right iliac leg graft; zsle-20-74-zt (lot #6666996) left iliac leg graft. On the completion angiogram, the devices were patent with no device integrity issues. A type IV endoleak was noted. Additional information received on 06feb2018: the next day ((B)(6) 2017), the post-procedure follow-up CT was performed. A type ii endoleak was noted. No type IV endoleak was noted. The devices were patent with no device integrity issues ((B)(4)). Additional information received on 18apr2018: "the type IV endoleak observed was not related to the zta- device but for either the tbranch- or the unibody" ((B)(4)). Additional information received 23jul2018 from imaging review: "a type 3b endoleak flowing through a hole in the zteg- fabric. The hole was likely caused by one of the more distal tbranch- sealing stent barbs" ((B)(4)) .

Manufacturer narrative:
Manufacturers ref (B)(4). Investigation submitted (B)(6) 2018 is still valid and the new information will be handled in (B)(4) (manufacturer ref. Number: (B)(4)), (B)(4) (manufacturer ref. Number: (B)(4)). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the occurrence of the type iii endoleak through the zteg fabric was noted in the imaging review for (B)(4) (associated complaint). According to the reported information, the patient was discharged 19 days post-procedure. No adverse effects or secondary procedures related to type 3b endoleak have been reported in the complaint file. According to additional information, the patient had a CT scan 196 days after the procedure, the CT imaging has been requested, but has not been available. Images from angiographic runs at implantation and a one day post implantation cta were provided and reviewed. In the imaging review, an endoleak in the zteg fabric from a suspected hole was noted from the cta imaging, while images from completion angiograms were insufficient to demonstrate the leak. The imaging reviewing physician noted in the imaging review, that the leak through the zteg fabric should likely seal despite being a suspected hole. Furthermore: "the hole was likely caused by one of the more distal t-branch sealing stent barbs. Because the leak first must flow between zteg fabric and the majority of the t-branch sealing stent length to reach the hole and then exit the aneurysm sac, the length of this path should affect an eventual seal as thrombus matures between the stents." Endoleak is listed as a potential adverse event in the IFU. Wce will reopen the investigation of this complaint if further information becomes available. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019: listed in findings below 6-month postop CT study: ¿the tbranch device overlaps 60 mm with the zteg graft and appears patent.¿ ¿the maximum taaa sac diameter is 112 x 90 mm. No clear endoleak is seen within the sac. There is an area of mild enhancement in the mid sac, but this appears consistent on non-contrast imaging as well, so is unlikely to be an endoleak.¿ listed in findings below 18-month postop CT study: ¿the tbranch graft is patent and the overlap with the zteg graft appears stable.¿ ¿the maximum taaa sac diameter is 101 x 80 mm. There is no clear endoleak identified in the taaa sac.¿